Event description:
The customer reported that the aviva system gave a higher than expected reading during a hypoglycemic event. At 2:00 am the patient was found unconscious. At this time the customer received a blood glucose result of 128 mg/dl on his aviva system. The customer's wife called the emt's. At 2:30 am the emt's tested the customer's blood glucose and received a result of 42 mg/dl. The emt's treated the customer with a glucose gel. At 3:00 am the emt's retested the patient and received a result of 67 mg/dl. The daughter also provided the customer with a peanut butter sandwich. Customer received a reading of 130 mg/dl on the emt's meter at 3:30 am after eating peanut butter sandwich. The customer was feeling better and was not taken to the hospital.